Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: xom unk m-bur-bld, serial/lot #: unknown/unknown, UDI#: unknown. Product ID: xom unk m-bur-bld, serial/lot#: unknown/unknown, UDI#: unknown. Applicable code for pli-20 (xom unk m-bur-bld) - fdm b17, fdr c20, fdc d16, img g04041. Applicable code for pli-30 (xom unk m-bur-bld) - fdm b17, fdr c20, fdc d16, img g04041. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the skeeter drill powers on, the orange bit pops up slightly and while using with two different burs tries creating some chatter. There was no known patient impact.

Manufacturer narrative:
D10: the previously reported concomitant device pli-20 (xom unk m-bur-bld) and pli-30 (xom unk m-bur-bld are no longer considered as concomitant devices after a secondary review of the provided information. H6: previous reported codes d16, g04041 and g04063 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.